Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2018. During investigation, the device switched on automatically, upon insertion of a pad-pak. This was attributed to corrosion on multiple tracks of the membrane. The corrosion had also led to a high current drain on the device, this would have led to the depletion of an installed pad-pak, as per the reported fault. Information from the device history log showed that on 3 occasions the device recorded temperatures below the indicated minimum of 0°c, with temperatures as low as -2.6°c recorded on the (B)(6) 2020. The corrosion on the membrane tail, as well as the low temperatures recorded in the history log would confirm that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Customer reported that device is not working. There was no patient involved in this event.

Event description:
Customer reported that device is not working. There was no patient involved in this event.